Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured," "significant medical and emotional distress," "oval cyst," and "low volume and asymmetry of the mammary glands," diagnosed via ultrasound. This record is for the right side. The device remains implanted.